Event description:
It was reported that the patient experienced discomfort over the pump site with a possible pump migration. It was noted that on (B)(6) 2008 there was tenderness with palpation over the right lower quadrant. The pump site was clean, dry, and intact. The issue was resolved without sequelae on (B)(6) 2008 with a device surgical repositioning. Reportedly the pump pocket issue might have been related to the implant procedure. It was further clarified that the patient experienced implant site pain and pump migration.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n125245, implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type catheter. (B)(4).